Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was steady at approximately 380 ohms through (B)(6) 2015,then rises up to greater than 3000 ohms starting (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 20421 ventricular sensing integrity counter (sic) occurred since the last session 13 days hours ago. Two episodes with v-v intervals less than 220 milliseconds occurred on (B)(6) 2015. Apparent noise oversensing was seen on electrograms for episodes recorded on (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for v-sics greater than or equal to 30 in 3 days and 2 or more non-sustained ventricular tachycardia (nsvt) episodes. Concomitant product: 456853, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. Lead fracture was suspected. The lead's detections and alarms were programmed off. Approximately two weeks later, rv lead fracture was confirmed. The physician suspected that clavicular crush was the cause of the fracture. Also reported at this time was inappropriate noise on the rv channel. The rv lead was explanted and replaced. However, during the explant procedure, the left ventricular (lv) lead dislodged and pulled out of the coronary sinus. The physician felt that the lv lead's dexterity may have been compromised during the procedure, so the lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.